Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The bg value was not provided and the cgm bg value was reported as being below 50 mg/dl. Tandem technical support instructed the customer to enter calibration bg values to address the issue. No additional patient or event information was available. A root cause could not be determined